Event description:
Surgeon was utilizing the davinci 8mm sureform 30 curved-tip stapler (ref 488530, lot u10220708) with the grey reloads (ref 48230m, lot u11220707). When the staple load fired it appeared to correctly cut and staple. However, when the staple load was removed there was bleeding at the staple line and it appeared to be missing staples. When the load was removed from the patient there were staples with tissue on the load. FDA safety report ID# (B)(4).